Manufacturer narrative:
A gambro technician evaluated the machine but could not localized the problem. No pt injury nor medical intervention was reported. Further investigation is being conducted by the manufacturer. The company is aware of this machine malfunction (general system failure) and is working on corrections. 510(k)# is k041005.

Event description:
Customer reported a second incident with high pressure problems and machine 'general system failure' error codes during treatment. Blood loss volume unknown.